Event description:
It was reported that the epg (external pulse generator) has extensive damage to the display and may have been dropped. The epg was returned to the manufacturer for repair, analyzed and tested out of specification. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) encoder flex is contaminated. Battery drawer is broken. Battery contacts are compressed. One board connector cable is out of specification (crimped). Keyboard pad is scratched and pitted (cosmetic). Lcd (liquid crystal display), lcd lens, and ring cover are broken.